Event description:
The pt reportedly experiences sound quality issues and facial nerve stimulation (fns) during use of her cochlear implant device. Programming adjustments were made and extensive troubleshooting of the external equipment was performed. The problem was not resolved. Internal device testing was performed. Revision surgery will be scheduled.